Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high power, high ldh levels, and symptoms of hematuria. The site performed a pump exchange and while recovering in the ICU, the patient developed a resistant form of pseudomonas and expired as result of septicemia. The hvad pumps ((B)(4) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files, as log files covering the event date were not available for analysis. A possible root cause of the reported high power may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00934 and 3007042319-2016-00468) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) that this (B)(6) old, (B)(6) kg female patient developed high power, rising lactate dehydrogenase (ldh) levels and frank hematuria over 7-8 days. The treating facility increased the patient's anticoagulation without effect on her symptoms. The treating facility made the decision to perform a pump exchange surgery on (B)(6) 2014. The patient had a prolonged stay in the intensive care unit (ICU) and developed a resistant form of pseudomonas. The patient died on (B)(6) 2014 due to septicemia as a result of the pseudomonas. Neither the exchanged pump, the original pump, nor the log files were sent to the manufacturer for analysis.